Manufacturer narrative:
The patient was revised to address knee pain. Patient has reported being unable to walk for more than 50 meters before needing to rest their knee, due to pain. It was also reported that on examination it appears that the knee is imbalanced with the lateral side opening up to 7mm in extension and 4 mm in flexion and the patella was overhanging on the medial side and appeared undersized. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address knee pain. Patient has reported being unable to walk for more than 50 meters before needing to rest their knee, due to pain. It was also reported that on examination it appears that the knee is imbalanced with the lateral side opening up to 7 mm in extension and 4 mm in flexion and the patella was overhanging on the medial side and appeared undersized.